Manufacturer narrative:
The complainant reported that the device will not be returned for eval, as it was discarded after removal from the pt; therefore, a physical eval will not be performed. We are unable to determine if the device met spec. At this time, we are unable to determine the relationship between the device and the cause for this event. A device history record review was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. All records appeared normal and no related quality issues or mfg deficiencies were noted at the time of MFR or at incoming inspection. A batch/lot history search was performed on this device's reported batch/lot number of 1151169. There have been no previous complaints reported against lot 1151169. The may 2007 15-month ports non-valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeds the complaint alert limit.

Event description:
The complainant reported that a vaxcel chest port was therapeutically implanted in a female pt in 2007. Two months later, the clinicians noted that the catheter had a poor blood return. It was then found that the catheter had dislodged and had migrated to the pt's right atrium, and that the other end of the catheter had migrated to the mid-portion of the pt's subclavian artery. All portions of the catheter were successfully removed from the pt the following month, and a replacement device was implanted in the pt. There was no indication from the complainant of any further adverse affect on the pt as a result of this reported problem.